Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker observed that the device was unable to power on under ac power and with customer's battery. The customer's battery was depleted. With a known good battery, the device was able to power on. Stryker replaced the power module assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed power module assembly. A shorted transistor caused a failure of the eos (ac to dc inverter module). Without the eos functioning, the device cannot power on in ac alone or charge the battery. The device will be able to function with a battery, but the battery will continue to deplete.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.